Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional mitraclip device referenced is filed under a separate medwatch report.

Event description:
This is being to report the single leaflet device attachment with the clip (70613u119). It was reported that the initial mitraclip procedure was performed on (B)(6) 2018 to treat mixed mitral regurgitation (mr) with an mr grade of 4. Imaging was challenging due to the anatomy. Two clips were implanted (70613u115 and 70613u119), reducing the mr to 1+. On (B)(6) 2018, the patient went to the emergency room due to decompensated heart failure and fatigue. The patient experienced respiratory distress and CPR was performed. Both clips detached from the posterior leaflet and remained attached to the anterior leaflet (slda). It is believed CPR caused the slda on both clips. On (B)(6) 2018, a second mitraclip procedure was performed. Two additional clips were implanted, reducing mr to 2+. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the slda in this incident could not be determined. The reported poor image resolution is related to procedural condition as difficulty was experienced visualizing the devices during the procedure. The reported worsening mitral regurgitation (mr) was likely a result of the slda, and the fatigue, respiratory distress and heart failure, were cascading effects of the mr. It should be noted that the reported patient effects of worsening mr and worsening heart failure are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
Subsequent to the previously filed report, the following information was received: the mitral regurgitation (mr) increased to 4 after the single leaflet device attachment occurred. No additional information was provided.